Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2014 (B)(6), explanted: 2021 (B)(6), product type: catheter. H3: the catheter was returned and there was damage to the transition tubing. Analysis identified damage in the seal material in cup of the sutureless connector (sc). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 1048.8 mcg/day via an implanted pump for intractable spasticity. It was reported on the date of this report the healthcare provider was doing a dye study to determine if there was a catheter leak or issue. At the procedure today they were able to aspirate 2 ml and push dye successfully so next steps were not known. The initial aspirate was about 1 hour ago, and the healthcare provider wanted to know if they should account for that. It was noted the doctor also pushed dye throughout that hour, so tech noted it was a medical decision but gave calculations for them to determine next steps. 1048.8/ 2000 = 0.524 ml /day / 24 hours= 0.022 ml x 2000 = 43.7 mcg bolus potentially. The healthcare provider reported she may have the doctor remove the 0.022 ml from the prime and perform an advanced prime of 0.289 ml 0.251+0.06 - 0.022= 0.289. Patient symptoms were not reported. Additional information was received on 07-oct-2021 from the healthcare provider who reported that side port was done under fluoroscopy, priming bolus went well, no problems noted. There was no catheter issue confirmed, no problem seen with the catheter, study came back with positive drug flow. The cause of the event was the patient was having episodes of increased tone, cause still pending, not related to baclofen pump. The actions and interventions taken to resolve the issue was consultation, reprogramming pump by changing to flex programming, added medication for other possible cause. The healthcare provider added medication orally for other possible cause of spasticity. Not related to the pump. Additional information was received from the healthcare on 18-nov-2021 who reported that the patient was ¿still kind of symptomatic¿ and ¿tight, no itching¿ and they have a catheter revision scheduled next tuesday where they plan to move the catheter from c5 down to the thoracic area. Per the healthcare provider they also plan to switch the drug from gablofen 2000 mcg/ml at 1093 mcg/day to 500 mcg/ml and 600 mcg/day. The healthcare inquired if the drug change should be done now before the revision or if they could change the drug the same day as the revision. Additional information received on 19-nov-2021 from the healthcare provider reported that they changed the drug today from 2000 mcg/ml to 500 mcg/ml and programmed a bridge bolus. Additional information was received on 23-nov-2021 from the healthcare provider via the company representative who reported that the patient¿s family described loss of therapeutic effect of drug. According to the family and the physician several tests were performed indicating that there was nothing wrong with the pump or catheter but because the patient¿s therapy was no longer effective they decided to replace the catheter in hopes that might help. With that being said the catheter appeared be functioning appropriately during the replacement procedure. They were easily able to draw back three ml¿s of csf from the cap with no resistance, ensuring correct placement. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.